Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-02109. It was reported that the patient's system was auto reducing, therefore not providing effective relief. It was found that the lead had high impedances. In turn, the system was explanted and replaced. Postoperatively, the patient has effective therapy.